Manufacturer narrative:
Date of the event was incorrectly recorded as (B)(6) 2013, it should dave been left blank.

Event description:
Fractured zirconia base during insertion. No patient injury. Abutment will be remade for customer in ti.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.